Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported no display on the monitor. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date of report: 01oct2018. Date of manufacturer: 01oct2018. Philip's international service technician confirmed the reported issue. Philip's international service technician reset and reinstalled the power cord to the machine to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed, unit back in service.